Manufacturer narrative:
No button error alarm noted. Insulin pump had an unresponsive buttons on act button due to moisture on keypad trace. Insulin pump was unable to perform displacement test due to unresponsive buttons. Insulin pump had a broken belt clip slot, cracked reservoir tube lip, cracked case at display window corner, minor scratches on lcd window, scratched reservoir tube window and stained endcap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.